Event description:
It was reported that, an 840 ventilator had an inoperable display while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The customer reported having replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications. The covidien service engineer uploaded the latest version of the operational software. Covidien was not authorized to service the device.

Manufacturer narrative:
The graphical user interface (gui) printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed and no anomalies were observed. An investigation was performed and the reported issue was not duplicated. No errors were recorded in the error logs during testing. No fault was found with the returned gui pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator became inoperable while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The customer reported having replaced the graphical user interface (gui) printed circuit board (pcb). The service engineer uploaded the latest version of the operational software. The unit passed all testing and operated within the manufacturing specifications.